Event description:
The customer reported via phone call that the insulin pump's bolus history did not list all bolus deliveries. The customer stated that she took a bolus at lunchtime on the day of the call, but the device did not reflect it in the bolus history. During troubleshooting, the customer was informed that she may not have been completely confirming the bolus deliveries. Customer was able to deliver and view a bolus in the history during troubleshooting. Blood glucose level at the time of the call was over 400 mg/dl. The customer reported having a blood glucose level of 338 mg/dl at lunchtime, which she bolused for. The customer will monitor the device and will not return it for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.